Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital. Customer was dehydrated and the cause of the low blood glucose was over bolus. The customer was released at 2 am next morning. The customer input meter ID in the pump.